Event description:
A customer reported experiencing a cartridge alarm 30 issue during the loading process of their pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s glucose level. Tandem technical support decided to replace the pump, and shipping arrangements for the replacement were confirmed. The customer was provided with instructions on how to prepare the pump for return, and a pre-paid return label was provided for sending back the defective unit.